Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient had a liver transplant on (B)(6) 2010 due to alcohol cirrhosis. On (B)(6) 2010, baseline biliary obstructive symptoms were assessed and included jaundice. A pre-study stent placement cholangiogram revealed a mid biliary stricture. On (B)(6) 2011, liver function tests were recorded. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. The stricture was previously dilated with a plastic stent. The previously placed plastic stent was removed prior to the study stent placement procedure. A 10mm x 60mm metal stent was deployed in satisfactory position across the stricture, covering the cystic duct. The subject was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2012, the patient underwent a per-protocol removal of his study stent. A pre-study stent removal cholangiogram revealed that the stent had migrated partially, approximately 4-5 cm, toward the duodenal lumen. The study stent was removed without any issue. Following the removal, multiple biliary stones were found within the common bile duct. The stones were removed endoscopically. A post-removal cholangiogram showed "light choledochal dilation" with no recurring stricture. The biliary tract was cleaned and the patient is scheduled to return for a follow up appointment. No hospitalizations occurred as a result of this event. The patient is reported to be in good health. According to the investigator, it is probable that there was a "stent partial obstruction due to biliary plough and afterwards stones." Additionally, it should be noted that a lymphoma was diagnosed and treated while the patient had the wallflex stent implanted. However, hodgkins lymphoma was determined to be unrelated to the stenting.

Manufacturer narrative:
(B)(4) patient code (B)(4) (no code available) relates to the patient event of choledocolithiasis. Foreign source: (B)(6). (B)(4) study clinical trial. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.